Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a blood glucose (bg) level of 716 mg/dl caused by multiple occlusion alarms and undefined pump issues. No damage was noted to the pump supplies in use during this event. Due to bg level experienced, the customer was subsequently hospitalized. While in the hospital, the customer received treatment in the form of intravenously delivered fluids and pain medication. The customer was released from the hospital the following day. The customer declined to provide any additional information regarding this event.